Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter in four pieces. The shafts, balloon, tip and welds were microscopically examined. There was blood in the midshaft and between the balloon folds. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and shaft of the device. There were two complete hypotube separations 17cm and 78.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The mid-shaft was stretched and completely separated. The separated ends of the midshaft appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00mm x 20mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break and shaft detachment/separation.